Event description:
The customer reported that the unit shut down while in patient use when ac power was lost at the facility. There was no patient harm.

Manufacturer narrative:
The device has not yet been received by the manufacturer, but is expected to be returned. A follow up report will be submitted with investigation results.